Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The attachment device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was found that the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the attachment device had excessive temperature (49 degrees celsius /3 min). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.